Event description:
Reportedly, during boxchange, from (B)(6) to (B)(6) with medtronic leads. When the leads are connected the impedance was below 200ohm for both leads. No pacing at 6v. But sensing okay. Same problem for both leads. The physician tried to disconnect and connect again; to clean pins but nothing resolved the issue. He tried with a medtronic pm and everything worked fine.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the automatic implantation detection was forced during the implantation confirmation phase indicating that the first step (lead connection confirmation) was successful (ventricular impedance below 3000.. - afterwards, the physician performed different tests and the impedances measured were below (200 for both leads). Physical expertise led to the following observations: - upon reception of the device, pacing pulses were generated appropriately by the device and no abnormalities were noted when analyzing the device parameters. The device was submitted to an electrical test corresponding to the test performed at the end of the manufacturing process and no anomalies were observed. - no abnormalities were noted except a damage on the first and second thread of the ventricular setscrew tip. Nevertheless, a correct tightening mark was also noticed, indicating a correct connection with the lead. Discussion - the patient files analysis confirmed the low impedances measured on the atrial and ventricular leads. - the device investigation did not reveal any malfunction of the subject pacemaker. - such low impedances are suggestive of leads integrity issues. - since the leads remained implanted and were not manufactured by microport crm, no deeper analysis can be performed. Nevertheless, it is recommended to monitor carefully the electrical performance of both leads. - based on the data available, no issue is suspected on the subject pacemaker. For more details, please refer to the attached report.

Event description:
Reportedly, during box change, from teo to alizea with medtronic leads. When the leads are connected the impedance was below 200ohm for both leads. No pacing at 6v. But sensing okay. Same problem for both leads. The physician tried to disconnect and connect again, to clean pins but nothing resolved the issue. He tried with a medtronic pm and everything worked fine.